Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a sensor data connection issue after applying a new freestyle libre 3 plus continuous glucose monitor (cgm), with the pump showing no readings and a sensor unavailable alert, which was addressed by toggling sensor selection, followed by a rescan that initiated a warmup countdown. No adverse clinical symptoms reported. Outcomes included restored cgm connectivity and continued use after successful re-pairing and warmup and no health impact. User support included customer support troubleshooting and user education focused on cgm pairing workflow and device settings. Investigation of this case revealed that the cgm was not paired and that reconfiguration of cgm settings with a subsequent rescan resolved the connection, consistent with a temporary pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to an initial pairing failure.